Event description:
It was reported that two zip fix application instruments did not lock. It was also reported that 3 devices would not tension/tighten and that there was no patient involvement. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
A product development investigation was performed for the subject device (part number 03.501.080, application instrument for sternal zipfix, lot number 8447972). The subject device was returned with the complaint ¿will not tension/tighten.¿ the subject device is a second generation instrument and was received with no components, screws or nuts loose or missing. The product development investigation included visual inspection, design evaluation and functional testing. The performed handling test by product development on the returned instrument with three implants on a sternum bone model showed no functional deficiencies in tensioning and/or cutting the implants with the instrument. The tension applied is as per the design intent. No damages or functional issues were identified. There are no functional or design-related issues identified for the returned instrument. The complaint condition was not confirmed. The subject device was received on may 20, 2015, not may 29, 2015, as previously reported. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 21.jun.2013, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Unknown when the device stopped working. Device is an instrument and is not implanted/explanted. This report is for one unknown part/ zip fix application/unknown lot number. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.